Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports a button error alarm on the insulin pump, which occurred while trying to deliver bolus. Current blood glucose level is 153 mg/dl. The discontinuation of the device was advised. Revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube.